Event description:
Report by patient. (B)(6) 2004: implantation of bio-oss collagen for root resection. Pain and discharge from tooth after surgery. (B)(6) 2004: tooth extraction. Wound healing problems during 4 months afterwards. On (B)(6) 2005: removal of bio-oss collagen, normal healing after surgery. Since (B)(6) 2006: restart of pain in treated region. Damage of trigeminus nerve during surgery (exact time point or surgery not specified). Severe pain, treatment by special consultant for pain treatment since (B)(6) 2005 (medication: gabapentin, baclofen, amitryptiline). The patient provided medical records. The are written by hand and could therefore not deciphered completely. However, deviations from the patient's report could be identified (i.e. (B)(6) 2005: normal wound healing, whereas the patient described wound healing problems during that period).

Manufacturer narrative:
This event could be related to the patient's allergy to animal product as bio-os collagen contains porcine collagen. The labeling warns of the possibility of allergic reactions. As this appears to be labeled event, while serious, no further follow up is deemed necessary.